Event description:
Upon preparation of the device use, it was discovered that the forceps had broken.

Manufacturer narrative:
All this facts/observations show that the root cause of the failure was an insufficient cleaning and maintenance, leading to pitting corrosion, to stress crack corrosion, to formation of cracks and finally to the breakage of the spring.